Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen became cracked after the pump was accidentally dropped. The pump is functional. The customer's blood glucose (bg) level was 308 mg/dl. A bolus via the pump was administered to address the high bgs. The customer reported that the pump would continue to be used for insulin therapy.